Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose of 456 mg/dl. The customer reported they put in six new batteries into the insulin pump and kept getting insert new battery now alert. It was found that the battery cap was missing the metal piece causing the issue. The customer also reported using prednisone. Customer declined to troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.